Event description:
It was reported that after an implant of an implantable neurostimulator, the patient experienced a return of baseline pain that increased when the implantable neurostimulator was on and decreased back to baseline when it was turned off, along with new pain described as unrelated to baseline. Lateral imaging indicated the right lead appeared more anterior and suggested possible lateral or anterior drift. Mapping and programming trials were performed, including dtm and neurosense, and tonic stimulation was being tried to assess for improvement. The issue was ongoing, and the patient was reported alive with no injury. /ftq.

Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.